Manufacturer narrative:
Investigation summary: no product was returned for investigation. Hypotension: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history lot: device lot: 1936567 device history batch: subcomponent lot: n/a, device history review: device with sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient, who had postcardiotomy cardiogenic shock and low cardiac output syndrome. The patient was later brought to the operating room for escalation from the impella cp to an impella 5.5. During the procedure, the patient decompensated, and veno-arterial extracorporeal membrane oxygenation was initiated. Due to challenging anatomy, the impella 5.5 could not be advanced into position. The physician elected to maintain arterial pressure monitoring through the impella cp re-access port. Despite escalation of support and resuscitative efforts, the patient¿s condition continued to decline. The patient experienced hemodynamic collapse and cardiogenic shock that did not recover despite advanced support. Care was ultimately withdrawn, and the patient expired.